Event description:
A customer reported being unable to scan the adc sensor using the application on their android phone and that the phone is not compatible with the application. The customer indicated that they were unable to measure glucose and experienced a loss of consciousness and fall breaking their two ribs. Customer received unspecified medication by a healthcare professional for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product data were unsuccessful. No product data has been returned as of this report. The user reported that being unable to scan the sensor using the freestyle librelink application on their android phone. An attempted to replicate the user¿s complaint using a similar configuration was performed and complaint was not able to be reproduced. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported being unable to scan the adc sensor using the application on their android phone and that the phone is not compatible with the application. The customer indicated that they were unable to measure glucose and experienced a loss of consciousness and fall breaking their two ribs. Customer received unspecified medication by healthcare professional for hypoglycemia. There was no report of death or permanent injury associated with this event.